Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used on the skin for wound closure. Post-op, the patient experienced inflammation. The dressing was changed regularly after the surgery. On the 12th day after surgery, the patient had pain in the back wound, increased local skin temperature, and redness and swelling around the wound. After the doctor removed the suture and gave shupu deep anti infection treatment, the patient's wound redness and swelling subsided, the skin temperature decreased compared to before, and the pain improved. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Please describe any medical/surgical intervention required for this suture event including medication name and results. Is shupu deep anti infection treatment a prescription medication? Did the patient receive any prophylactic antibiotics pre-, intra-, or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. The procedure date is (B)(6) 2023, and the event day is 2023-jul-27.